Manufacturer narrative:
Date of event is estimated. Exact explant date is not known. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-04949. It was reported that the patient experienced undesired nerve stimulation after their lead broke. As a result, surgical intervention was undertaken in 2013 wherein the system was explanted. It is unknown which lead broke; therefore, both leads will be reported.